Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-07612. It was reported that when the patient presented for follow up in clinic, noise was noted on the right atrial (ra) lead. Noise was reproducible when the device was touched. The physician suspected the loose set screw connection is causing noise on the lead. The lead revision was discussed. The patient was stable.